Event description:
It was reported a balloon ruptured on the third inflation at approx. 6-12 atmospheres during an arteriovenous hemodialysis fistula graft dilatation procedure. Following balloon rupture, it was noted the balloon material detached at the proximal bond. During withdrawal of the balloon through an introducer sheath, the balloon material fully detached. Percutaneous retrieval utilizing a snare was uneventful. Results were satisfactory and the procedure was completed at that time. The pt's condition is good. The device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the balloon was detached from the catheter shaft. Adhesive was noted on the distal and proximal bonds. A small fragment of balloon material was noted on the proximal bond. The balloon material was very wrinkled and folded over itself at the ends. The distal radiopaque marker had moved to the distal bond area and was slightly dented. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."